Event description:
A malfunction alarm was reported due to a software error detected by the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurs.